Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information by technical support, and the support team guided the caller through the pump reset process. Caller was advised to call back if the error reoccurs.